Event description:
It was reported that the patient's blood glucose levels reached 386 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The soft cannula was observed to be shortened. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.